Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. C7417s cusa clarity 36khz curved extended sheartip (5 pack) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and and no anomaly was found during the manufacturing and packaging process of this lot that can be associated to the reported condition. Failure analysis - visual evaluation of the returned tip found multiple hairline cracks in the tip, indicative of it being dropped and/or contacting a hard object at some point. This is confirmed to be easily enough damage to cause the tip to fail the test. Root cause - the customer's complaint is confirmed via the evaluation. The root cause is confirmed as damaged tip, causing the tip to fail the test which is likely caused from it being dropped and/or contacting a hard object at some point. The cusa clarity IFU cautions against this. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. At present, we consider this complaint to be closed.

Event description:
A facility reported that the cusa cusa clarity 36khz curved extended sheartip (c7417s) failed the ¿test¿ portion prior to using the cusa. The customer swapped out the tip and the issue corrected itself. The system then received all the necessary checkmarks and passed the ¿test¿. The device was on the sterile field but never passed the "test"; the device was not in contact with the patient beyond that. There was roughly a 30-minute surgical delay until the integra representative went into the or for troubleshooting support. The circulator had to call for additional disposables and the scrub tech had to disassemble/reassemble the handpiece with a new tip. No patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.